Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by pain coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On the same day, the patient was treated with unspecified pain killer, vancomycin (dose, frequency and route not reported) and another unknown antibiotic, as a treatment for peritonitis. The next day, the patient was discharged from the hospital. Treatment with antibiotics was scheduled for three days. The action taken with the pain killers was not reported. The patient recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.